Event description:
It was reported that pocket stimulation was observed in office while performing a threshold test on the right atrial (ra) lead. The physician is concerned there is a lead insulation breach. No other lead measurements were out of range. Technical services (ts) was consulted and provided troubleshooting suggestions. At this time, the lead remains in service. No additional adverse patient effects were reported.